Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, over the last couple months, it had been taking longer and longer to deliver the medication. The patient stated that it started out as 2 or 3 minutes and then it went up to 5 or 6 minutes and now it was up to 7 minutes. The patient mentioned that they had to hold the handset behind his back for 7 minutes until it was "done doing what it is doing". Patient services walked the patient through clearing data on the application. Troubleshooting steps taken with patient services resolved the issue. The patient had 6 boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the handset was lagging again and it took about 4 minutes to deliver a bolus. Patient stated that they used the pump and got boluses per day, so they believed the data had piled up again. Agent walked patient through clearing the data. Patient was able to successfully connect with no lag.